Event description:
On (B)(6) 2013, the patient underwent a trial procedure and effective stimulation could not be obtained. During the procedure, the lead could not be placed in the intended location for effective stimulation due to scar tissue and spine hardware. Multiple attempts were tried to no avail. As a result, the procedure was abandoned.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.